Manufacturer narrative:
This report is submitted on september 27, 2021.

Event description:
Per the clinic, the patient experienced extrusion of the electrode lead into the external auditory canal. Explant and reimplantation is planned but has not taken place at the time of this report.